Event description:
In 2008, my daughter started using complete multi-purpose solution easy rub formula to clean and soak her lenses. She has been wearing soft disposable lenses for 5 years, but had never before used this product. About 2 weeks after, she began to experience slight photophobia, had red eyes, pain and a swollen eyelid on the right side. We went to see a generalist at student health, where her condition was diagnosed as conjunctivitis. She was put on antibiotic eyedrops for a week, in case the pink eye was bacterial rather than viral, and was not allowed to wear her lenses for 8 days. The symptoms seems to attenuate, but when she would start to wear her lenses again, the symptoms would increase. We had heard of cases of pink-eye that were hard to shake, and didn't think anything of it. Then on the following month, the photophobia increased to the point that she could not open her eyes if there was light in the room, and the pain became so severe that we went to the ER of hospital in other country. There she was diagnosed with keratitis, confirmed 4 days later by her own ophthalmologist, under went intensive antibiotic treatment and is now cured, 2 weeks later. Dose or amount: 3 drops rubbed on lenses, frequency: soaking at night, route: other. Dates of use: 2008. Diagnosis or reason for use: disinfection of contact lenses. Event abated after use stopped or dose reduced: no. Event reappeared after reintroduction: yes.